Event description:
This customer reported that the device wouldn't work on battery power and that there were multiple error messages. There was no report of any pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the device wouldn't work on battery power and that there were multiple error messages. There was no report of any pt involvement. The device was returned to philips for eval and repair. The problem was isolated to the battery pca. Replacement of the battery pca resolved the reported symptom.